Manufacturer narrative:
Device history record was performed to review and confirm the sterility of devices. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-01326, 3006705815-2023-01327, 1627487-2023-00947, 1627487-2023-00948. It was reported that the patient's entire scs system was explanted due to infection at both lead sites and ipg pocket site. Redness, pain and swelling were noted at infection sites and patient was given antibiotics. Infection has resolved.